Manufacturer narrative:
Updated event date from blank to 01/19/2024 to match the article's available ahead of print date.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No specific information regarding the procedure site(s) or dates was provided; therefore, no da vinci system or accessories log files or device history record are available. Article citation: badhwar v, pereda, d, khaliel fh, et al. Outcomes following initial multicenter experience with robotic aortic valve replacement: defining a path forward. J thorac cardio-vasc surg. 2024;11jan; 1-7. Https://doi.org/10.1016/j .jtcvs.2024.01 .020.

Event description:
A literature article review was performed of a prospective, international study involving a consortium of experienced robotic and non-robotic valve surgeons that assembled to review robotic aortic valve replacement (ravr) surgery outcomes, and to ascertain the optimal manner in which to disseminate information in a safe and transparent manner utilizing a central database. Between january 2020 and september 2023, a total of 212 patients underwent da vinci assisted ravr. The following complications were reported documented: 1 patient went into cardiogenic shock, 10 patients required prolonged ventilation, 3 patients experienced renal failure requiring dialysis, 2 patients suffered a stroke, and 16 patients required re-operations. An author of the article was contacted for additional information. The surgeon responded stating, "the intuitive medical device was not involved in any of these complications. These were patient factors largely predicted by elevated preoperative risk, and unrelated to the device utilized to provide surgical therapy.¿ this study had a total of 212 subject with ages ranging from 60 years to 72. 140 of the subjects were male. 199 of the subjects were white.